Manufacturer narrative:
D.9 device available for evaluation was left blank and should have been yes on the follow up manufacturer device report number 1220648-2024-24547.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella; rp smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient on impella rp and while on support the 0.027 inch guidewire became unsterile during implant and that there was a pump stop. The guidewire issue was treated by using a backup guidewire from another rp set instead. The pump stop was resolved by explanting the pump. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation has been completed. The returned guidewire was inspected and there were no abnormalities. The returned pump was severed along the catheter so only a partial pump was returned for analysis. The returned pump had biomaterial in both the inflow and ouflow cages. There was biomaterial by the impeller. The data logs confirmed 'impella stopped - motor current high alarms" and showed a motor current spike prior to pump stop. The root cause of the pump stop was determined to be biomaterial. The root cause of the delivery issue was most likely use-related. D.9 date device returned/information was added.